Event description:
Pt experienced pelvic pain during and immediately following essure micro-insert implantation procedure (date of procedure unk) for 6 weeks. Pt's physician prescribed nsaids for pain management, but no alleviation of pain symptoms was reported by the pt. Micro-inserts were removed (date unk) laparoscopically by the physician. Unk if pain has resolved following device removal.

Manufacturer narrative:
(B)(4).